Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was retracted, the suture could not be found. The device was removed and a second proglide device was attempted, but as the knot was being advanced to the artery, the suture broke suddenly. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed as indicated by the posterior cuff tabs being undisturbed and the posterior cuff being out of the posterior foot pocket. During testing, the needle plunger was reinserted into the body of the device resulting in acceptable needle trajectory and push mandrel travel. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with any additional relevant information.the other proglide device is being filed in a separate medwatch report.